Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device has been analyzed. The telemetered battery voltage was 2.76v on (B)(4)-2010, while the daily battery voltage trend measurement was 2.99 v. The device is part of the advisory for this model.

Event description:
It was reported that the correct battery voltage reading was questioned. The device remains in use. No patient complications have been reported as a result of this event.